Manufacturer narrative:
The device was not returned for analysis. The production record for this product could not be reviewed because the lot number was not reported. A review of the corrective and preventive actions (CAPA) review was performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers b3: date of event estimated as (B)(6) 2025. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was a procedure with ten proglide devices. Reportedly, an unspecified failure occurred with all ten proglide devices. The method used to achieve hemostasis was not provided. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.